Event description:
It was reported to tyco healthcare in 2005 that a customer had a problem with scd sequential compression sleeve. According to the customer the sequential compression sleeve caused bruising on patient.